Event description:
It was reported that, the patient contacted support after receiving an occlusion alert on the insulin delivery device. The patient reported use of a steel 6 mm contact/detach infusion set. The patient was instructed to disconnect from the infusion site and inspect the tubing by running their hands along its length to check for kinks, air bubbles, or blockages. During this inspection, multiple air bubbles and gaps were identified in the tubing. A full supply change was recommended. The patient removed the cartridge and reported no visible air bubbles or gaps and requested to reuse the cartridge. The recommendation to replace all supplies together, as they are tested and approved for limited-duration use, was reviewed. The patient declined to replace the cartridge due to having recently completed a full supply change, and assistance was provided accordingly. The patient was guided step by step through replacement of the infusion set and connector while reusing the existing cartridge. This included rewinding the device, removing and discarding the old infusion set and connector, reinserting the cartridge, securing the new connector, tubing, and infusion set, filling the tubing, applying the new infusion set, and filling the cannula. The patient confirmed that insulin delivery was successfully resumed. The patient was advised to monitor blood glucose levels over the following period and to watch for any additional alerts. At the time of the call, blood glucose levels were reported to be unaffected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.